Event description:
A nurse reported a system message was displayed during a cataract procedure. The system then locked and the screen became red at the end of the procedure. The surgeon resorted to the two-way method (a syringe was used to aspirate the remaining cataract fragments from the cortex of the eye). There was no delay in procedure and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).